Event description:
Asr revisionreason(s) for revision: pain

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 18550. Reason for original complaint ¿ asr revision asr xl acetabular system (right) reason for revision: pain update from (B)(6) spreadsheet (B)(6) 2011: original surgery date changed update received: (B)(6) 2013 - amended implant date: (B)(6) 2006, added surgeon: sglf and added hospital: merlin park university. Update (B)(6) 2017 additional information received from crawford, as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (right), reason for revision: pain. Update from (B)(6) spreadsheet (B)(6) 2011: original surgery date changed. Update received: 5th october 2013 - amended implant date: (B)(6) 2006, added surgeon: sglf and added hospital: (B)(6) university. Update july 19, 2017 additional information received from (B)(6), as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.